Event description:
It was reported that during a peripheral embolization treatment for an endograft leak, a device fracture occurred. The area of treatment was the inferior mesenteric artery (ima). The physician deployed one coil successfully, however, he encountered difficulties deploying the second f-idc vortex diamond coil. He made multiple attempts to deploy it, however, the coupling mechanism was noted to be significantly further back from the coil due to stretching. During an attempt to withdraw the device, the pusher wire fractured and approximately 1 cm of the wire remains in the patient with the coil. The fragment is located in the hemorroidal artery, with one end secured in the inferior epigastric artery. No attempts were made to retrieve it. Three other coils were then deployed without further incident. There were no further patient complications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.